Manufacturer narrative:
The stimulator was not fractured. The needle caused the implant to pass through the patient's gum and then went back into the lip. The patient reported the occurrence after the anesthesia wore off and the stimulator was explanted on (B)(6) 2021. No further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile, implanting an expired device, not irrigating the incision site, not using antibiotics, not prepping the skin, using inappropriate tools, and patient picking at the wound have been ruled out as potential causes. The questionnaire shows the stimulator was implanted at an off-label location which contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the loss of therapy is due to erosion, and the erosion is related to the device being implanted in an off-label location (user error - clinician).

Event description:
Patient was getting a replacement for the inferior mental nerve (pain in chin/face area) - original stimulator was deemed broken. Revision went smoothly - great tonic in or and in pacu. An hour later, the stimulator popped through the interior of the mouth through the lip. Stimulator was then explanted.